Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during prior to use,that cardiosave intra aortic balloon pump (iabp) device was found with a damaged ac power cord missing the ground prong. No patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit and replaced the ac power cord reel due to a broken ground pin on the power cord plug. Following the corrective action, the unit successfully passed all functional and electrical safety testing in accordance with the manufacturer¿s specifications.

Event description:
N/a.